Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during preventive maintenance, the thermogard (sn: (B)(4)) was displaying error message tcmid: 02 (ce danfoss error). No patient involvement was reported.

Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was returned to zoll (B)(4) for evaluation. Error message tcmid: 02 (ce danfoss error) was noted during archive review and initial functional testing. The root cause was due to defective danfoss module. The danfoss module was replaced to remedy the fault. Archive data review indicated error message tcmid: 02 (ce danfoss error) and mid: 11 (post nvram). The platform failed the initial functional testing due to error message tcmid: 02 displayed when the unit was powered on. An additional repair and updates were done (unrelated to the reported complaint). Pump raceway, pump plastic cover, display head, and internal fan were cleaned. White guide roller was replaced, after which the thermogard passed all the final testing and meet all the manufacturing specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
It was reported that during preventive maintenance, the thermogard (sn: (B)(4)) was displaying error message tcmid: 02 (ce danfoss error). Multiple attempts were made to restart the unit; however, the error message persisted. No patient involvement was reported.